Manufacturer narrative:
The carefusion field service technician evaluated the ventilator and found air inlet dogbone was bad. Replaced air inlet dogbone and tested the ventilator with no problems. The ventilator passed all testing.

Event description:
The customer reported that while in pt use the ventilator was intermittently giving an 'invalid gas ID' alarm. The pt was removed from the ventilator and placed on another ventilator, no pt harm.